Event description:
It was reported there was diaphragmatic stimulation at capture threshold. It was noted the patient had recently lost weight. The left ventricular (lv) lead was partially capped and an epicardial lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead (B)(6) 1997-12-26; d314trg bi-ventricular (bi-v) defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fully removed at a later date.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.